Event description:
This male pt with a history of hypertension, hyperlipidemia, smoking (past), and insulin-dependant diabetes was admitted for coronary evaluation. He was currently taking: clopidogrel, aspirin, statins, beta-blockers, acei/sartans. Angiography revealed an irregular, eccentric, lesion in the proximal through mid left anterior descending (lad) artery. There was no bifurcation, no angulation, and no calcification. The lesion was treated with a cypher select 28 x 2.75 mm deployed to 18 atm. Eight months later, the pt presented with recurrent angina. He was hospitalized and a cypher select was implanted (2.75 x 28 mm). This was reported to be highly probably related to the cypher stent, and is therefore being reported as an in-stent restenosis. No other pt, lesion or procedural details are available at this time.

Manufacturer narrative:
Add'l info has been requested and will be submitted within 30 days of receipt. Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product.